Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient experienced dizziness and lost consciousness. The patient´s husband took the measurements, the cgm was reading 5.7 mmol/l and the blood glucose reading was 2.1 mmol/l. The husband called an ambulance and the paramedics treated the patient with ¿drinkable medication¿ (sugar) to treat hypoglycemia. The patient recovered and she was not taken to the hospital. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.